Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited low measured r waves. It was further reported that the right atrial (ra) lead was undersensing during ventricular tachycardia (vt) episodes. In addition, the ra lead was oversensing and possible far field r-wave (ffrw) was noted. Sensing adjustments were made on the ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.